Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to dislocation. The neck of the stem was impinging on the side of the cup. Corrosion was present at the taper of the stem.

Manufacturer narrative:
Patient was revised due to dislocation. The neck of the stem was impinging on the side of the cup. Corrosion was present at the taper of the stem no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 02/06/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, elevated ions, gray tissue, necrosis and psuedotumor.

Event description:
Update jun 05, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges pain, discomfort, dislocation, limp, disfigurement, physical limitations and loss of enjoyment of life. After review of the medical records for the MDR reportability, patient diagnosed with instability and adverse local soft tissue reaction. Intraoperative findings included extensive metal disease, 90% loss of the abductors and 20% thinning of the gluteus maximus was sustained from the metal on metal reaction, and tissue resulting in a gray tissue appearance and necrosis. There were visible moderate-to-severe corrosion on the face of the femoral head ball and of the femoral component taper. The acetabulum revealed impingement at approximately posterior aspect of the femoral neck. There were no laboratory results for metal ions. This complaint was updated on jun 12, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to dislocation. The neck of the stem was impinging on the side of the cup. Corrosion was present at the taper of the stem. Update rec¿d (B)(6) 2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, elevated ions, gray tissue, necrosis and psuedotumor. Adding, doi, p/l for cup and stem. Complaint was updated (B)(6) 2017. Update rec'd (B)(6) 2017 supplemental information received; this case has been dismissed. Complaint was updated (B)(6) 2017. Update (B)(6) 2017: legal medical records received. In addition to what was previously alleged, pfs alleges pain, discomfort, dislocation, limp, disfigurement, physical limitations and loss of enjoyment of life. After review of the medical records for the MDR reportability, patient diagnosed with instability and adverse local soft tissue reaction. Intraoperative findings included extensive metal disease, 90% loss of the abductors and 20% thinning of the gluteus maximus was sustained from the metal on metal reaction, and tissue resulting in a gray tissue appearance and necrosis. There were visible moderate-to-severe corrosion on the face of the femoral head ball and of the femoral component taper. The acetabulum revealed impingement at approximately posterior aspect of the femoral neck. There were no laboratory results for metal ions.this complaint was updated on (B)(6) 2017.